Event description:
According to information received, the patient states the tip of the self-cath used has a jagged edge and it caused some complications. Patient went to the emergency room because patient bled when cathing with the jagged edged catheter. At the emergency room patient was given antibiotics for the pain and discomfort. Patient then followed up with the urologist who also gave more antibiotics.